Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 and all the cubies were not detected on bus. A field service engineer confirmed that the issue might be resolved on the same day. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers were not detected on bus. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.